Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: h3, h6: photo investigation: the photo investigation revealed that '254401014, attune spacer block' had cracked. Potential cause can be attributed to unintended use error by use of excessive force in a prying motion and overload of the material. The overall complaint was confirmed as the observed condition of the attune spacer block would contribute to the complained device issue. H3, h6: product investigation: the product was returned to j&j medtech orthopaedics for evaluation. Visual analysis of the returned device revealed that the attune spacer block has broken into multiple pieces on one end. Fragments were returned for evaluation. Additionally, the metal bushing fell apart. The observed condition of the device was consistent with use of excessive force in a prying motion while trialing. This improper technique could result in excessive stress to the device and ultimately causing the breakage condition. The observed broken condition of the device may have caused the metal bushing to detach. Properly handling and attention to the approved use of the device diminishes the risk for this type of failure. A functional test was not performed since it was not applicable to the complaint condition. A dimensional inspection was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the attune spacer block would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. The product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing in the reported allegation(s). A manufacturing records evaluation (mre) was not performed., if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the loan attune spacer block was found damaged (cracked) during check in hospital central sterile services department (cssd). There was no delay to the procedure as the issue was discovered the day before. There was no patient consequence.